Event description:
No new information, device disposition provided.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 39565-65, lot#serial#: (B)(6), implanted: on (B)(6) 2012, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The cause of the impedance issue is assumed to be a fracture in the lead. The issue is resolved at this time as a new lead was connected which covers the left side. This has been confirmed with the physician.

Manufacturer narrative:
H3: product ID# 37714; serial # (B)(6) was returned and the device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has new pain on the left which is not covered by the stimulator which was originally placed for her right sided pain. Patient has had several falls in the last year. Impedance readings show contacts 2, 3, and 4 are greater than 10k ohms. These contacts are on the left side of the lead array. Attempt to get any left sided coverage was not successful. Plan is to replace her battery which is at normal eri and to add a percutaneous lead on the left of the surgical lead which will hopefully give her the additional coverage she desires. That case is not yet scheduled but will occur likely middle to end of (B)(6) 2021. Neither the hcp nor I have any additional information at this time. The cause of the impedance issue is assumed to be a fracture in the lead. The issue is resolved at this time as a new lead was connected which covers the left side. This has been confirmed with the physician.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has new pain on the left which is not covered by the stimulator which was originally placed for her right sided pain. Patient has had several falls in the last year. Impedance readings show contacts 2, 3, and 4 are greater than 10k ohms. These contacts are on the left side of the lead array. Attempt to get any left sided coverage was not successful. Plan is to replace her battery which is at normal eri and to add a percutaneous lead on the left of the surgical lead which will hopefully give her the additional coverage she desires. That case is not yet scheduled but will occur likely middle to end of (B)(6) 2021. Neither the hcp nor I have any additional information at this time.